Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose level at the time of the event was 472mg/dl. Troubleshooting was performed. The customer treated high blood glucose with an insulin pump. The customer's actions prior to the event were sleeping. The customer currently reported that the symptoms related to the high blood glucose was nausea. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode feature was not activated at the time of the high blood glucose event. The customer also stated that the pump was under-delivering. The customer performed a displacement test and the test was failed. No further patient complications were reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and dat at .0868 inches. The pump failed the self test due to pump error 63. The history/trace downloads were successful using thus and carelink. No unexpected relevant alarms/alert/anomalies noted on event date. The daily total of bolus delivered on 28-aug-2023 was 25.9 u. The following alarms/alerts were noted during analysis: pump error 63 variable 03 on 11/06/2023 06:30:32.000. Keypad overlay was peeled and traces were inspected: found cracked solder joints on pin 3, 4, and 6 of ic u1. Pump error 63 confirmed due to cracked solder joints. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and stained/faded serial number label. Unable to verify customer alleged for high bg. No under delivery anomalies noted during analysis, possible under delivery anomaly not confirmed. Device test failed confirmed due to pump error 63. Pump error 63 confirmed due to cracked solder joints. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.